Event description:
A customer contacted beckman coulter inc., (bec) and reported that the fluidic tray was leaking liquid onto the counter by the access 2 immunoassay system. The customer was able to clean up the spill using the proper personal protective equipment (ppe) and paper towels. There is no indication that the spill reached the floor. No injury has been reported in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse inspected the instrument and discovered that the leak was coming from the wash buffer reservoir on the fluidics tray of the instrument. The fse replaced the reservoir fitting with screen; however, the leak persisted. The fse then use teflon tape and glue to temporarily stop the leak until a new reservoir could be installed. The fse returned on (B)(4) 2011 and replaced the wash buffer reservoir; no leaks were noted. Hardware is the root cause for this event. (B)(4).